Manufacturer narrative:
The correct brand name is sterrad® sealsure chemical indicator tape. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14202. Lot number - the correct lot number is 09314-b. (B)(4).

Event description:
A customer reported the sterrad® sealsure chemical indicator tape did not change color correctly after a completed sterrad® cycle. The affected load item (light camera) was released for use. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® sealsure chemical indicator tape not changing color correctly.

Manufacturer narrative:
Result: device received in condition making evaluation impossible. Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), product return. Per the supplier, no anomalies were observed that would contribute to the customer's experienced issue. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." Trending analysis by lot number was reviewed from 08/01/2015 to 01/28/2016 and trending was not exceeded. A used strip of sealsure tape was returned. The sealsure tape had processed to yellow, however the edges on the top and bottom were orange. Functional testing was not performed on the remainder of the tape as this lot of tape expired on 02/29/2016. It is unlikely that the issue was with the unit since the cycle completed and the concomitant ci strips and sterilization bag ci changed appropriately. Additionally, there was no issue with the same tape when it was used for a load run after this issue. Specific review of the unit could not be reviewed as information of the unit was not provided. The cause of the issue could not be verified as the customer reported there were no issues with storage or handling of the tape. DHR review found no anomalies that would contribute to the issue and lot history review found trending was not exceeded in this lot. An issue with the unit is unlikely as the cycle did not cancel. A specific cause could not be verified as the customer stated they did not experience the same issue with the same tape in other loads. The issue will continue to be tracked and trended.